Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported the bags in the thoracentesis kits are leaking. The clinician stated the fluid is coming out of the top of the bag. When they carry the bags from the units to their lab they have to put them into another biohazard bag. There were no patient deaths or complications reported.